Event description:
It was reported that the patient developed a bacteremia infection. The device and atrial and ventricular leads were explanted. The patient received a temporary pacemaker and medications. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead 2011 (B)(6); (B)(4) implantable pulse generator (ipg) 2011 (B)(6). (B)(4).